Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 7 of 12 mdrs filed for the same event (reference 1825034-2013-04498 / 04501 and 1825034-2014-00825 / -00832).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in (B)(6) underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009 due to pain and infection. Scarring, degenerative changes, focal microcalcification, telangiectasia and histiocytic infiltrate were noted during the (B)(6) 2009 revision. All components were removed and replaced with a constrained cup and antibiotic spacer mold. Patient underwent reimplantation on (B)(6) 2009 with a total hip system. Additional information states the patient underwent a second right hip revision on (B)(6) 2010 due to infection/inflammation of prosthesis, limp, bursitis, implant fracture (distal to stem), leg length discrepancy, and knee/ankle problems ipsilateral side. Pain and right leg giving out were noted after the revision procedure.

Event description:
It was reported that a patient enrolled in the (B)(4) underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009 due to pain and infection. All components were removed and replaced with a constrained cup and antibiotic spacer mold. Patient underwent reimplantation on (B)(6) 2009. All components were removed and replaced with a total hip system. Additional information states the patient underwent a second right hip revision on (B)(6) 2010 due to infection/inflammation of prosthesis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in the m2a-magnum study underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009 due to pain and infection. Scarring, degenerative changes, focal microcalcification, telangiectasia and histiocytic infiltrate were noted during the (B)(6) 2009 revision. All components were removed and replaced with a constrained cup and antibiotic spacer mold. Patient underwent reimplantation on (B)(6) 2009 with a total hip system. Additional information states the patient underwent a second right hip revision on (B)(6) 2010 due to infection/inflammation of prosthesis, limp, bursitis, implant fracture (distal to stem), leg length discrepancy, and knee/ankle problems ipsilateral side. Pain and right leg giving out were noted after the revision procedure. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2010 due to distal femur periprosthetic fracture.